Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a refill session the patient experienced a change in therapy effect with symptoms of somnolence. The refill had occurred a little over an hour prior. The patient's vital signs were stable but the patient was not able to stay up long enough to finish a sentence. The pump was empty before they refilled it. Prior to this refill, the pump was filled with hydromorphone. A priming bolus had been programmed for .393ml over 24min. No other medication was given other than intrathecal. The pump status after update read that the concentration for dilaudid and baclofen was 1ml/ml and the bolus dose was 0.3935ml. According to the printout, everything looked right. The plan was to contact the managing physician to confirm the order. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8840, serial# unk, product type: programmer. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was over sedated. It was reported that the event was unrelated to the pump or catheter. The patient's healthcare provider (hcp) stated that "there was nothing wrong with the pump" and "this happens to her every time she undergoes anesthesia". The patient felt better as the anesthesia wore off and was taken home without incident.